Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
On (B)(6) 2024: (B)(6). History of chronic angle closure with iops in mid 30s s/p xen + ceiol (B)(6) 2021 with subsequent failure. Post op day 1 had flat chamber and dislocated iol, revised pod#1 in or with repositioning of iol however continued to have significant shallowing of ac in post op period with iop down to 2 and needing multiple ac reformations. He finally stabilized at an iop of 10 however had significant hypotony maculopathy and choroidals (hypotony maculopathy for him starts at a higher level than average) and the device was subsequently removed with resolution of symptoms.